Manufacturer narrative:
Customer's observation was not replicated in-house with retention product. Retention products were tested with 25 miu/ml hcg cutoff urine control and 3 high level hcg urine controls (205.3 iu/ml, 210.7 iu/ml and 216.8 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A potential false negative urine hcg result with (B)(4) rapid test hcg cassette vs. Positive result with blood test. A (B)(6) female patient had a negative urine hcg result; the patient's blood test result was positive (no numeric value was provided). The date of the patient's last menstrual period was (B)(6) 2016. No further patient information was available.